Event description:
Patient arrived at clinic on (B)(6) 2024 with noted additional damage to driveline. Driveline untwisted and silicone rescue tape applied to new outer casing tear above prior silicone tape. Recommended to patient that they use double anchors.